Event description:
It was reported that high capture threshold, high sensing, high pacing impedance, and high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.